Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The unit passed all operating currents tested within the specification range and passed the off no power test. The unit was tested with no air bubbles anomaly. The unit had a cracked reservoir tube lip.

Event description:
The customer's mother called to report an air bubble anomaly. The customer's blood glucose level was 486 mg/dl. The caller declined to troubleshoot and requested a replacement device. The customer's device was replaced and returned for analysis.